Event description:
It was reported that occlusion alarms occurred. Additionally, a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than 300 units of insulin. There was no reported adverse impact to customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issues; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.